Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - evaluation verified customer's reported issue as valid. The inspection shows that the bases locking mechanism was too loose. Furthermore, the parts of the base did not meet specifications, the base had damaged teeth and the plunger was stuck and unable to be disassembled. Also the swivel base showed broken out material on the bottom side. The rocker arms diameters and its surface were also out of specification, and the index knob also show dents and scratches. To resolve all issues, all parts needed to be replaced for the base, the unit has to be reassembled and marked with the instance number and the function tests will be performed. Root cause - the reported complaint was confirmed from the evaluation. The definite root cause cannot be reliably determined and is likely caused by wear and tear / improper handling. No further investigation is required based on the acceptability of risk and no adverse trends are identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a1059) did not hold its locked position during surgery. The patient sustained a scalp wound and installation of 6 staples. No information was provided on surgical delay.